Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device k1ma1 encountered an operating system error and would not restart, left the device offline. The customer attempted to reboot the unit multiple times; however, the issue persisted. An error code 0xc0000001 was displayed, indicated that the operating system failed to start after multiple attempts and required repair. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the operating system was error and station would not restart. A technical support specialist (tss) guided the fse to reimage the system. Fse contacted tsc requesting assistance for a station displaying a windows error and stuck in a restart loop, with the unit also offline in remote support service. The case was reassigned for further support, and guidance was provided to proceed with re-imaging. Fse obtained a new drive and completed the re-image with tsc assistance, after which rss was installed. Network settings were manually configured on the nic, data synchronization was completed, and carefusion application was confirmed to launch automatically. A pharmacist and customer tested the station and verified successful operation. The system functioned as intended after the technical support specialist and field service engineer troubleshot the device.